Event description:
In 1971 dr. Implanted with implants. Immediately pt started having all kinds of problems hardness of breast, infection on 9/26/97, dr. Removed both and replaced them with hyer schulte. 1980-implant ruptured and left hole in right breast the size of a half dollar. Implant was remvoed. As a result of the implants rptr has suffered extreme mental and emotional anguish as well as excruciating pain. Rptr has suffered memory loss. As well as the loss of thousands of dollars.